Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed motor error during a bolus. The blood glucose reading was 590 mg/dl, which was treated with a manual injection. The customer stated that she also experienced 3 low blood glucose events while asleep, noting that she did not know what was happening and that nurses had to work on her. She also experienced a high blood glucose reading of over 600 mg/dl and was treated with 18 units of insulin. She stated that these events were not related to the insulin pump and they were due to manual injections being administered by the rehabilitation staff. She was unsure whether the device had been exposed to a magnetic field during imaging. The customer was not wearing the insulin pump at all, stating that she was not allowed to do so at the nursing home. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.